Event description:
The dental implant fx3612swc was removed on (B)(6) 2018 due to insufficient primary stability during implantation. The doctor indicated bone resorption during surgery. The patient has no significant medical history. The patient has recovered without any complications.